Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported embolic stroke and hemorrhage could not be conclusively established. Additionally, review of the submitted log files confirmed a pump stop initiated at the system monitor; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log files captured an intentional pump stop event on (B)(6) 2021 which resulted in the pump being off for approximately 2 seconds. Following this event, the pump ramped up to the set speed without difficulty. No other notable events were captured, and the pump operated as intended. According to the account, it is unknown why the pump stop button on the system monitor was pressed as the patient is aphasic. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management,¿ outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. The ¿system monitor¿ section of the heartmate 3 lvas IFU states that the pump stop button can be used to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1 then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was reported to have been experiencing agitation when they were admitted on (B)(6) 2021. A computed tomography angiography (cta) was performed which revealed a left internal carotid artery large vessel embolic stroke. An angiogram noted that the clot had migrated into distal branches including the proximal left m2. The patient underwent a mechanical thrombectomy. Several distal m3 and m4 branches remained occluded. A repeat head computed tomography (CT) scan with contrast showed extravasation and hemorrhage. The patient's international normalized ratio (inr) was stated to not have been therapeutic. The cause of the no external power alarms was thought to be due to the patient's controller power cables getting wet with urine. The controller was exchanged on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report #'s: 2916596-2021-03984, 2916596-2021-04294, 2916596-2021-04389. It was reported that the patient presented to the emergency department on (B)(6) 2021 with expressive aphasia and right sided weakness. A computed tomography (CT) scan of the patient's head showed small early ischemic changes in the subcortical left frontal lobe. Computed tomographic perfusion showed no core infract and a large penumbra in the left middle cerebral artery distribution. A computed tomography angiography was taken with occlusion of the left cervical internal carotid artery post mechanical thrombectomy. While the patient was receiving the CT scan, a yellow wrench and "connect power" alarm were noted on the patient's controller. Both lights were flashing near the black and white power cables. The system controller was "chirping". Upon inspection, the patient's battery clips were found to be wet. The patient's clips were exchanged which stopped the alarms. Review of the patient's log files showed a series of no external power events on (B)(6) 2021. These were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. There were no other unusual events recorded in the log history, and the mechanical circulatory support (mcs) equipment was operating as intended. Throughout the patient's stay in the hospital they were connected to the power module. While connected to the power module, the system monitor was not receiving any data. The patient was switched to a different power module and monitor, however this continued to happen. This issue was thought to be caused by the patient's white power cable. A controller exchange was planned to take place at a later date. Review of the patient's log files showed a low power advisory on 6jul2021 at 5:18 am and another on 7:41 am due to normal battery depletion. On (B)(6) 2021 at 4:45 am there was an alert to the patient's room for an unknown alarm. Upon entry of the patient's room there was no number in the pi display. All other numbers were intact. Upon interrogation it was discovered that the patient experienced a pump off and low flow event. The patient's log files recorded a transient intentional pump stop event which caused the low flows and pump stop for approximately 2-3 seconds. The pump stop command had been momentarily enabled on the system monitor.